Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure ). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed") in a female patient who had essure inserted. The patient had a medical history of cholecystectomy, smoker (< 10 per day), vaginal delivery, parity 2 and gravida ii. Concurrent conditions were listed as nausea, heavy periods, mood swings, leg pain, fibromyalgia, abdominal discomfort, genital bleeding, epigastric pain, lower abdominal pain, abdominal pain, nausea, epigastric pain, anxiety, vaginal discharge, urinary frequency, abdominal pain, heart rate irregular, shortness of breath, constipation, back discomfort, constipation, restless legs, depression, dizziness, headache, abdominal pain, upper respiratory tract infection, low back pain, bruising of thigh, diarrhea, lower abdominal pain, spotting vaginal, tiredness, bladder infection, general body pain, uti and pelvic pain female. Concomitant products included fluoxetine (fluoxetine hydrochloride) and depo provera (medroxyprogesterone acetate). On (B)(6) 2012, the patient had essure inserted. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with ibuprofen, tylenol (paracetamol), advil (ibuprofen) and codeine (codeine phosphate) as well as surgery (bilateral laparoscopic salpingectomy ). Essure was removed on (B)(6) 2017. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: the left tubal ostia was easily visualized and the essure device was inserted into the tubal ostia. The coil was deployed and 3 coils were visible. The hysteroscope was then directed towards the patient's right tubal ostia. The essure device was easily inserted on the right-hand side as well and deployed. One coil was visible after deployment. The uterine cavity was surveyed and was completely normal. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2017: reason for exam: generalized discomfort bloating no bm for two days and straining abdomen 3 views: findings: bilateral essure coils are noted in the pelvis. Nonspecific gas pattern with a moderate amount of gas throughout the colon. Surgical clips are noted in the right upper quadrant related to previous cholecystectomy. Conclusion: no acute abdominal finding identified; on (B)(6) 2018: clinical indication: guarded abdominal pain and cramps, normal bm comparison: 2017 findings: no dilated loop of bowel, abnormal air-fluid level, nor free air is seen. Cholecystectomy clips noted in the right upper quadrant. Impression: no obstruction or perforation; on (B)(6) 2019: impression: unremarkable study. An etiology for the patient's pelvic pain is not identified [culture urine] on (B)(6) 2015: escherichia coli [pathology test] on (B)(6) 2017: clinical data: unsure tubal occlusion. Desired removal specimens: right and left fallopian tubes diagnoses: bilateral fallopian tubes; bilateral salpingectomy: unremarkable fallopian tubes gross description: specimen consists of tortuous lengths of fallopian tube with coil shaped iud found within the tissue. [Pregnancy test] on (B)(6) 2017: negative; on (B)(6) 2017: negative [ultrasound pelvis] on (B)(6) 2014: the uterus measured 9.5 cm. The endometrial thickness was 7 mm and should be correlated with the patient's stage of menstrual cycle. Simple follicle is seen in left ovary. The right ovary is unremarkable in appearance. There is no free fluid in pelvis.; on (B)(6) 2016: the uterus measured 10.7 cm. The endometrial thickness was 9 mm and should be correlated with the patient's stage of menstrual cycle. Left ovary is within normal limits. The right ovary contains a small 11 mm follicle. No adnexal mass or free fluid noted. Bladder was unremarkable in appearance; on (B)(6) 2018: indication: pelvic pain for 3 months. Conclusion: findings suggestive of adenomyosis. (Uterus somewhat bulky. Posterior myometrium thicker than anterior myometrium. Heterogeneous myometrium with small cysts.) Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-jul-2024: medical record received. Patient name , date of birth & other demographic details updated lab data including surgical pathology report added. Medical history , concomitant conditions were added. Treatment & concomitant drugs were added. New reporters has been added. Essure insertion date , removal date & removal surgery details updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-may-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.